Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The catheter was break and separated into two fragments. Therefore, the investigation is confirmed for the reported fracture, fluid leak and the identified material separation issue. However, suction issue cannot be confirmed as the exact circumstances at the time of the reported event cannot be verified from provided photo. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sixty-one days post a port placement via axillary vein in the right chest wall, the device allegedly no blood return. It was further reported that the radiographs revealed that the catheter was broken and material separation. Additionally, fluid extravasation is identified. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation however, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sixty-one days post a port placement via axillary vein in the right chest wall, the device allegedly no blood return. It was further reported that the radiographs revealed that the catheter was broken. Additionally fluid extravasation is identified. However, the current status of the patient is unknown.